Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the customer was unable to disconnect from the luer lock to determine if the issue was due to the infusion set or the cartridge. The customer loaded a new cartridge with insulin from the previous cartridge and successfully resumed insulin delivery. There was no known impact to the customer's blood glucose level.